Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic cannula housing of the cleo infusion set became completely detached from the adhesive while on the patient¿s body. The patient stated that the tubing was not snagged and noted that she was not at home at the time, which delayed replacement of the infusion site. As a result, her blood glucose level increased to 300 mg/dl. The issue was resolved after inserting a new infusion set. This event involved the patient; however, no harm was reported.